Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's son reported via phone call of high blood glucose readings and battery failure from the insulin pump. The customer's son stated that his mother was hospitalized for diabetic ketoacidosis for unexplained high blood glucose readings. The customer's blood glucose reading was 700+ mg/dl. The customer stated that the pump read failed battery test. The customer was advised to clean the pump with a cotton swab and replace with a new aaa alkaline battery. The customer was advised to revert to a backup plan per health care provider's instructions.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened dome switch on act and up arrow buttons. The connector on the lcd board was inspected and no unlocked connector noted. Unable to perform displacement, basic occlusion, prime/a33 alarm and occlusion tests due to keypad anomaly. All operating currents tested within specification range. No failed battery test alarms noted. The insulin pump has cracked reservoir tube lip and minor scratches on the display window noted.